Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) reporting that the cause of the shocking when device off and when lying on their back was unknown. Patient continued to report that they had recurring symptoms because they were unable to keep the device switched on. They had an xray done on (B)(6) 2019 and will meet with a manufacturer representative to troubleshoot/reset device on (B)(6) 2018.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was feeling shocking and the therapy was off. The patient noted that her device has been turned off for 2 months. The patient stated that the doctor did an xray the day she met patient. The patient reported that her symptoms have come back. The patient fell over a puppy as she was running and fell on the concrete onto her back. The patient was laying on her back shortly after that the next morning, and had that electrical shock that runs through the whole body. The patient stated that the shocking is a constant shocking sensation and that it is a horrifying sensation. The patient noted that the first time she experienced shocking was 2.5 years ago, but more recently, it stated 2.5 months ago. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from hcp reporting that troubleshooting was done on 2018-apr-25 which included impedance check, battery life ok, previous program 3 being deleted and a new program 2 at 1.5 added, as well as teaching. The cause of getting shocked when device was off and lying on back was not determined. The device was reprogrammed which resolved the issue with getting shocked when device was off and lying on back as well as the reoccurring symptoms. No further complications were reported.

Event description:
Additional information was received from the patient. The caller reported they took a fall from a 6 foot ladder onto a concrete slab on the right side of their body where the device was implanted. They reported they were having some issues at the time of the report. They had pain going from their right hip all the way down to their ankle. They reported it was affecting them when sleeping and they had gotten seven hours of sleep since friday. Patient reported if they turned off the light switch they got like electric shock. Patient reported that on friday (B)(6) 2018 they burst into tears because they were getting excruciating pain going down the back of their leg. They reported it was like an electrical current down their leg. The patient had gone to the emergency room and had a cat scan and x-ray on the day of their fall, (B)(6). They said the ins was in place, but they didn't say anything about the leads. Patient had shut the device off on saturday, (B)(6) 2018 because they were in such pain, but it was still hurting. The patient thought it was due to the medication the doctor gave them because they started a new medication and that wasn't it. The patient was redirected to their healthcare provider to have their system checked. No further complications were reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the healthcare professional (hcp) reported that an x-ray of the pelvis was ordered. It was noted that the patient was seen on follow up for coincidental finding on CT (done in ER on (B)(6) 2018). They noted that there had been no additional encounters with the patient concerning the reported issue. There were no further complications reported or anticipated.